Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that on (B)(6) 2018, the patient was scheduled for an MRI of their foot. The patient had told the MRI technician that the ins wasn't working. The MRI tech did not have additional information about what "does not work" meant nor when the patient first noticed it was not working. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-29. The patient indicated that they need a managing physician. They first noticed their implantable neurostimulator (ins) not working in 2005. When asked to clarify it not working, the patient said that the unit is no longer responding to control commands. Their symptoms include the unit shifting, pain at their pressure point, pain and aggravation from unit non-pulsing stimulant. They are not aware of any circumstances that may have led or caused the issue. However, they think the battery went dead from unit. The patient noted that their doctor has not been able to service the unit due to lack of insurance authorization. Their ins is still not working. They are waiting for authorization to proceed and need help in this area. The patient indicated that while at a recent visit and stay at their local hospital they were in need of an MRI so t hey notified their caring doctor that they have an ins installed. Their implanting healthcare professional (hcp) has not been willing to perform maintenance of the ins since it has been installed. No follow-ups even though it has been requested. To the best of their knowledge, the ins was installed approximately around the year (B)(6) or after? It was their understanding that the unit required to have a battery replacement after about 5 working years? This work was not performed or even checked. The ins has not been working for some time. Maybe 13 years now to the best of their knowledge. They look forward to possibly having their insurance provide them with some assistance with the care of the unit with a local reference of someone who might be able to refresh the ins with one that is MRI friendly. The patient was looking to have a list of qualified hcps in their area sent to them. No further complications were reported/are anticipated.